Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Customer returned a safeclip pen needle cutter from lot 0055001. Visual inspection of the safeclip found extensive signs of use in the form of wear to the needle cutter in addition to fragments of other needles. Inserting a test pen needle was not possible due to the volume of material inside the safeclip port. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the safeclip being unable to cut pen needles. The most likely root cause of the safeclip being unable to cut pen needles is significant wear and usage over time. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported that the safe clip needle clipper will not clip the needles, he stated that the needle will not fit into the hole and sometimes it takes a few tries before the needle will clip.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: na a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported that the safe clip needle clipper will not clip the needles, he stated that the needle will not fit into the hole and sometimes it takes a few tries before the needle will clip.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported that the safe clip needle clipper will not clip the needles, he stated that the needle will not fit into the hole and sometimes it takes a few tries before the needle will clip.